Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after more than five years an intertan procedure had been performed, patient developed an infection. This adverse event was addressed on (B)(6)2022 to exchange the trigen intertan intertroch antegr nail. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, more than five years after a trigen intertan procedure had been performed, patient developed an infection. This adverse event was addressed on (B)(6) 2022 to exchange the trigen intertan intertroch antegr nail. The patient's current health status is unknown. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient's current condition is unknown, and the patient impact could not be determined based on the limited information provided. Should any additional clinical information be provided, this complaint will be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include loss of sterility during procedure, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.